Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present on the needles. The device was removed over a guide wire and a second proglide device was attempted but also resulted in a needle-to-cuff miss. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The suture, link, posterior needle, anterior cuff, and posterior cuff were not returned with the device, which limited the scope of the investigation and the reported needle-to-cuff miss could not be confirmed. Analysis of the returned device indicated that the anterior cuff had detached from the anterior needle during needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported needle-to-cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device is being filed on a separate medwatch report.